Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of morbid obesity and deep venous insufficiency. The filter was indicated prophylactically, prior to bariatric surgical procedure. The patient was prepped and draped in the usual manner, and using ultrasound guidance, the right internal jugular vein was cannulated, and a guidewire was advanced using seldinger technique but preferred placement into the right ventricle. After attempting several other guidewires, a glidewire was ultimately placed in the inferior vena cava (ivc). The surgeon first attempted to place a bard g2 filter into the inferior vena cava; however, the wire collapsed into the right ventricle. The neck approach was abandoned, and the common femoral vein was localized and cannulated using doppler ultrasound guidance. A wire was then placed in the inferior vena cava, and an inferior venacavogram demonstrated the renal veins. The trapease delivery system was positioned and deployed at approximately l2-l3. A modest amount of cephalad migration of the filter was noted; however, it still appeared to be well below the renal veins. The patient was transported to recovery in excellent condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilting of the filter, becoming aware of these events approximately fourteen years and three months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting. The patient reported becoming aware of the events approximately fourteen years and three months post implant. According to the implant record the patient had a history of morbid obesity and deep venous insufficiency. The filter was indicated prophylactically, prior to bariatric surgical procedure. The right internal jugular vein was cannulated, and a guidewire was advanced using seldinger technique but preferred placement into the right ventricle. After attempting several other guidewires, a glidewire was ultimately placed in the inferior vena cava (ivc). The surgeon first attempted to place a bard g2 filter into the inferior vena cava; however, the wire collapsed into the right ventricle. The neck approach was abandoned, and the common femoral vein was localized and cannulated using doppler ultrasound guidance. A wire was then placed in the ivc, and an inferior venacavogram demonstrated the renal veins. The trapease delivery system was positioned and deployed at approximately l2-l3. A modest amount of cephalad migration of the filter was noted; however, it still appeared to be well below the renal veins. The patient was transported to recovery in excellent condition. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.